Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants. Healthcare professional additionally reported "capsular contracture" baker grade not specified and "suspected rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation analysis of the returned device identified: weight to spec, observed 40 mm dark patch edge material inside gel device, wear abrasion, white particles in the shell and deformation device.cloudy and air voids in the gel observed after autoclave cycle. The device is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants. Healthcare professional additionally reported "capsular contracture" baker grade not specified and "suspected rupture". Device has been explanted and replaced.

Manufacturer narrative:
The events of seroma and infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported left side "mental and emotional suffering, mental anguish and fear due to fear for recurrence, grief, anxiety for bia-alcl, infection, chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, disfigurement, capsular contracture grade unknown". Also reported "permanent physical injury, permanent scarring, and financial loss, and other past and future economic and non-economic damages such as medical care costs, lost wages, last wage earning capacity", "scarring, hospitalization, cancer treatments, disability" which is not related to the device.

Event description:
Patient representative reported left side "mental and emotional suffering, mental anguish and fear due to fear for recurrence, grief, anxiety for bia-alcl, infection, chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, disfigurement, capsular contracture grade unknown". Also reported "permanent physical injury, permanent scarring, and financial loss, and other past and future economic and non-economic damages such as medical care costs, lost wages, last wage earning capacity", "scarring, hospitalization, cancer treatments, disability" which is not related to the device.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants. Healthcare professional additionally reported "capsular contracture" baker grade not specified and "suspected rupture". Patient representative reported left side "mental and emotional suffering, mental anguish and fear due to fear for recurrence, grief, anxiety for bia-alcl, infection, chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, disfigurement, capsular contracture grade unknown". Also reported "permanent physical injury, permanent scarring, and financial loss, and other past and future economic and non-economic damages such as medical care costs, lost wages, last wage earning capacity", "scarring, hospitalization, cancer treatments, disability" which is not related to the device. Device has been explanted and replaced.

Manufacturer narrative:
Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 109145 is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of (B)(6)2021 through (B)(6)2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. A review of the device history record has been completed. No deviations or non-conformances noted.